Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient went to the gym and suddenly felt lightheaded and was having trouble breathing. After a couple of hours, the patient continued to feel this way but the cgm was providing normal readings on the patient's pump. The values were around 130 to 140 mg/dl so the patient thought she was fine and did not take a finger stick reading for comparison. The patient stated they tried to eat something but threw up the food she ate. She also tested her ketones and the ketones level was "up" due to the patient being nauseous. The patient drove to the hospital and when she arrived at the emergency room, the nurse checked the patient's blood sugar and it was 460 mg/dl while the dexcom was still around 130 mg/dl. The patient was treated with fast acting insulin and had an EKG to check the activity of her heart. Additionally, the patient was provided loprin for her heart, ondansetron for nausea and tylenol for pain. The patient was in the hospital for 5 hours being monitored until their condition improved and they recovered. At the time of the report, the patient was in stable condition and was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.